Manufacturer narrative:
(B)(4). Investigation/conclusion: the monitor associated with the complaint was returned for investigation; no test strips were provided. The returned monitor passed functional and thermistor testing requirements. Retained strips from the complaint lot were no longer available to complete testing of the returned monitor; therefore, so a substitute lot was used for investigation. The customer's complaint was not replicated. Retained strips tested on the returned monitor met accuracy criteria and the system performed as expected. A review of the in-house testing history for strip lot 369157a was performed and the strip lot met release criteria. The manufacturing records for the lot were reviewed and the lot met release specifications. The reported inratio inr result of >7.5 was located in the monitor memory. The impedance curve for the >7.5 result could not be analyzed since the inratio 1 monitor only retains the last result curve in the memory and the last result was not the >7.5 reported inr. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation is pending.

Event description:
The caller alleged a variance between the inratio inr result and the laboratory inr result. Results are as follows: date: (B)(6) 2015, inratio inr: >7.5, laboratory inr: n/a. Date: (B)(6) 2015, inratio inr: n/a, laboratory inr: 1.28. The caller's warfarin was held on (B)(6) 2015 and resumed on (B)(6) 2015. Therapeutic range: 2.5 - 3.5. There was no reported adverse patient sequela. There was no additional information provided.